Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support determined that the basal history totals matched the total daily delivery totals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed an unexplained power reset event on (B)(4) 2014 and that deliveries were never resumed. The last bolus and the last basal delivery were recorded on (B)(4) 2014. The pump alarm history showed no alarms outside the range of normal patient use. The total daily doses added up correctly and reflected the users programmed basal rate. The pump successfully passed a delivery accuracy test and was found to be operating within the required range. Product analysis was unable to duplicate the reported complaint. Unrelated to the initial complaint, the battery compartment was observed to be cracked at the case seal. The returned battery cap was able to attach to the pump and was used to complete all testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.